Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on their second day of ilet use experienced a hypoglycemic event with a lowest blood glucose of 54 mg/dl that lasted approximately 20 minutes, with no preceding exercise or meal reported, and no device alerts or alarms. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included self-treatment with oral glucose (two glucose tablets) and no medical intervention or hospitalization. Investigation included a review of user-reported troubleshooting and education. Investigation of this case revealed that the cause of hypoglycemia was unclear. It was concluded that the event was user-reported hypoglycemia of unclear cause with resolution after oral glucose and no further clinical impact. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.